Manufacturer narrative:
Method of evaluation: "(to be specified)." Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10610. Results of evaluation: "(to be specified)." Review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were 214 devices from lot s10610 distributed, including 29 devices that were reported as implanted. As of (B)(4) 2011, there was one other clinical complaint reported to lifecell against this lot, for graft disintegration. That event was evaluated as unrelated to the device due to pre-existing bioburden. Conclusion: there is no serious injury with this event, but this event is being reported because there is a risk of serious injury if the malfunction were to reoccur. Based on internal investigation, device met qc release criteria, including mechanical testing.

Event description:
The patient had the device implanted for a ventral hernia repair. The device tore during implantation. The surgeon repaired the device and completed the procedure. The patient is doing "fine." There is no serious injury with this event, but this event is being reported because there is a risk of serious injury if the malfunction were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.